Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had stated her battery had never worked. The patient reported that she was never able to recharge it and decided she did not want to have to recharge and requested a non-rechargeable battery. The healthcare professional reported that the patient had a battery replacement. Further information received from the patient reported that she had three surgeries where "all things went wrong." The patient clarified that the first surgery was where the battery was implanted and then the second was when the battery didn't work and they went to remove it. The replacement battery could not be implanted during the second surgery because the patient had "huge swelling" and they could not implant until the swelling went away. The patient stated that "it wouldn't go through the spinal fluid" during the second surgery. The third surgery was when the replacement battery was implanted.

Event description:
Additional information received from a manufacturer representative reported that the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. The device had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical devices: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015. Product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was unable to get any coupling bars when attempting to charge the im plantable neurostimulator (ins). Repositioning the antenna and using the antenna locate feature were tried but the numbers stayed at 60 across the board. It was noted that the patient was using a belt and the bandages were no longer present. It was noted that the patient still had some swelling. Recharging was attempted in the sitting position only. The ins was laying pretty flat and close to the skin. The insr was also turned off and back on a few times but this did not resolve the issue. Sometimes the reposition antenna screen was seen but sometimes they would get the charging up screen. The antenna locate feature was tried 2 more times and the patient was still getting 0 coupling bars. Additional information received reported that the cause of the poor coupling was due to fluid in the ins pocket. There was no infection. The fluid was removed with a needle and syringe. The patient then had good coupling and was receiving effective therapy. The patient knew how to charge and was doing well. Additional information received from the patient reported that there were no trauma/falls, positional movement stimulation issues, or recent medical tests or electromagnetic interference (emi) related to the reported issues. During the implant surgery, a hole had been made and a cerebrospinal fluid (csf) leak occurred. A patch was placed but it did not resolve the issue so 2 weeks after implant, surgical intervention was required. The csf leak occurred due to scar tissue from surgeries prior to implant. Also during implant surgery, the lead and implant site filled up with fluid and was swollen. The clinician programmer could not perform telemetry so the device could not be programmed. The patient was requesting an appointment to be programmed as the swelling had gone down. These symptoms were noted to be sudden. It was stated that the manufacturer representative (rep) knew of all surgeries and all reported events. Additional information received from the consumer reported that the patient programmer (pp) was showing poor communication. The recharger wouldn't communicate. Stimulation was last felt about a month prior to (B)(6) 2015. This was when the last successful charge session occurred. The reason for not charging was due to the swelling. The patient was getting the reposition screen and the implant appeared to be in the overdischarged state. Additional information received from the rep reported that the patient was unable to charge. Only 0 or 2 bars were achieved with recharging. An antenna locate feature was performed and did not resolve the issue. The results were between 60 and 76. Another recharger was used and did not resolve the issue. This also achieved only 0 or 2 bars. The implant was stated to be tilted and possibly flipped. All 4 corners of the implant could be felt and the left top corner was a little deeper. Some swelling was still existent. It was noted that the csf fluid had taken a month between (B)(6) to resolve. Recharging the implant was also irritating the pocket. An x-ray was performed and the implant was not flipped. The implant was not moving but it felt looser than the previous implant. A power on reset (por) due to the overdischarge had been cleared and the patient was able to charge as of (B)(6) 2015. Additional information received from the rep reported that the patient was going to be seeing a doctor for a consult. A rep had been speaking to her as well. Additional information received from the rep reported that he had been at all the patient's appointments and had been aware of the csf leak only a few weeks after implant. The patient wanted the device removed since it was not charging. Additional information received from the rep reported that he had cleared the por on (B)(6) 2015. He had been made aware of the overdischarge on (B)(6) 2015. The patient had been scheduled with a consultant to be seen by the doctor on (B)(6) 2015 to explant the battery and have a non-rechargeable battery implanted. Relevant medical history included non-malignant pain. This event will be updated if additional information is received.